Event description:
It was reported that the customer experienced a glitching and unresponsive screen, sensors that were out of range, and inconsistent battery levels ranging from 5% to 30%. There was no adverse impact to the customer¿s blood glucose level. The customer declined a follow-up from support, and no additional actions were taken; the customer is considering a renewal since the current product is out of warranty.